Event description:
The multifocal intraocular lens was removed and replaced with a monofocal due to the patient's intolerance of halos and glare.

Manufacturer narrative:
Completed by the manufacturer. Lens was received cut in 3 pieces precluding evaluation. Halos and glare are a known and labeled possible side effect of multifocal lens implantation.